Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer experienced a low blood glucose (value not specified). Reportedly, the customer was hospitalized; details and nature of event were not provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.